Manufacturer narrative:
It was reported that the event occurred on an unknown day in april of 2021. Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of folfusors lv (large volume) ¿did not empty or partially emptied¿. This was identified during use on one patient. Two devices were tested in the pharmacy with 243 ml sodium chloride 0.9 %. The reporter stated that after 24 hours,165 ml in pump 1 and 175 ml in pump 2 had run leaving a residual volume of 32% in pump 1 and 28% in pump 2. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 07, 2020 - april 08, 2020. H10: two (2) actual devices were received for evaluation. The samples were returned containing 16 ml and 30 ml of residual drug fluid in their bladders. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates for both samples were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.